Manufacturer narrative:
The complaint was investigated. Investigation found that system did provide high glucose alert as expected. Dms shows system provided a high glucose alert was given at 1:16 pm et. The hyper event was at 3pm et but since high glucose alert repeat interval was set for 3 hours; thus user did not get a new alert until 4:09 pm et. RMA was issued for transmitter but transmitter was not received for further investigation. The customer complaint of no vibrations hence cannot be investigated. H6 result code updated to 3221. H6 conclusion code updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hyperglycemia and stated that she did not received the alerts.